Event description:
It was reported that during an open heart procedure, the device was exposed to electrocautery. The device exhibited premature battery depletion, after a software download normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.